Manufacturer narrative:
Physio-control is continuing to investigate the reported incident. Physio-control will submit a supplemental report on this event to the FDA.

Event description:
Found during routine testing, the customer called to report that their device is getting a "connect cable" message with the therapy cable connected. Also, the reporter stated that paddles lead is not available to select for a quick look ECG. There was no pt associated with the report.